Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. Customer replaced the unit's flow sensor assembly, yet reported issue remained. Customer also replaced the patient outlet and applied krytox to the data acquisition (da) pcba. Ts recommended customer replace the unit's blower assembly. Customer replaced the unit's blower assembly to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
The customer contacted technical support (ts) stating that unit was failing system leak test during performance verification testing (pvt). The customer reported there was no patient involvement. Event date not specified: estimate used.